Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed "defib fault 72", "defib fault 76" and defib disabled messages. Complainant indicated that nurses obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.